Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, the right ventricular lead was analyzed and there was an outer insulation breach discovered near the device pocket. The lead was repaired and all electrical testing was within normal limits. The patient was stable upon discharged.